Manufacturer narrative:
Additional information: h6 and h11. H11: the actual devices were not available; however, a companion sample was received for evaluation. A visual inspection by the naked eye was performed with no issues noted. Functional tests which included leak, clear passage, and clamp function tests were performed with no issue or leaks observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice cassettes were damaged and leaked from an unspecified location. This occurred during setup of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.